Event description:
It was reported both leads exhibited high impedances and was unable to place ipg into MRI mode. As such, surgical intervention was undertaken wherein the leads were replaced and addressed the issue and therapy restored.

Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.